Event description:
The facility reported an infusion pump with a failure code 812:02. The event was reported to have occurred during biomed testing. The hosp rep stated no pt injury had been reported. Though requested, no add'l info was provided regarding the demographics of the pt, the medication involved, or the device programming. No add'l contact info was available.